Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached >250 mg/dl. It was also reported that the controller would not turn on and he was unable to activate a pod. The patient was treated with insulin by injection. The patient was released two days later and is using an alternate form of insulin delivery until he receives his replacement controller.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.